Event description:
It is reported that tibia component was unlocking with the articular surface so a new articular surface was inserted. This articular surface was also unlocking, the surgeon decided to keep implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.